Event description:
The patient experienced increased emotions with crying, increased temper without violence, increased tremor and dysphagia which was discussed at his follow up visit on (B)(6) 2013. His device was interrogated and the battery was working okay. Impedances revealed an open circuit on contact 3 on the left and the device was reprogrammed he returned to the clinic on (B)(6) 2013 and the issues resolved without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3387s-40, lot # v865879, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # v865879, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).